Event description:
Caller reports that power cord was connected to this base unit and then smoke was emitted from the sides of the base unit. No adverse event was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.